Manufacturer narrative:
The lead was received with the helix fully extended. Visual examination did not reveal any anomalies. The white plastic piece noted during implant was identified as the steroid plug. No anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
Post implant, the lead was noted to be dislocated. The lead was revised and it was attempted to reposition the lead several times but the lead continued to become displaced. The lead was explanted and it was noted that there was a white plastic part within the helix of the lead. A new lead was implanted. The patient is in stable condition.